Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, the device triggered elective replacement indicator (eri) within three years of implant. The physician spoke to the patient to replace the device because the patient has a low rhythm. The patient refuses intervention for replacement. The patient was informed about the consequences. This device remains in service. No adverse patient effects were reported. The complaint device still remains in service therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, the device triggered elective replacement indicator (eri) within three years of implant. The physician spoke to the patient to replace the device because the patient has a low rhythm. The patient refused an intervention for replacement. The patient was informed about the consequences. Later on, the patient decided to replace the device. This device was finally replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 2: the product has been received for analysis. This report will be updated upon completion of analysis. Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, the device triggered elective replacement indicator (eri) within three years of implant. The physician spoke to the patient to replace the device because the patient has a low rhythm. The patient refused an intervention for replacement. The patient was informed about the consequences. Later on, the patient decided to replace the device, no device replacement date was provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: additional information was requested. The investigation will be updated should further information be provided.

Manufacturer narrative:
Supplemental 3: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Supplemental 2: the product has been received for analysis. This report will be updated upon completion of analysis. Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not as expected, the device triggered elective replacement indicator (eri) within three years of implant. The physician spoke to the patient to replace the device because the patient has a low rhythm. The patient refused an intervention for replacement. The patient was informed about the consequences. Later on, the patient decided to replace the device. This device was finally replaced and returned for analysis. No additional adverse patient effects were reported.